Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 486 mg/dl, 86 mg/dl (aviva) and 146 mg/dl (advantage). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the advantage system. (B)(4).